Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report that she did not understand the numbers listed in the scrool wrap safety letter. The customer advised that they do not set boluses the way the pictures showed in the letter. The customer stated that they only the bolus wizard and that they don't feel like this letter applies to them. Nothing further reported.